Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("device embedded") in a 49 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma and uterine cervical lesion in 2021. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (robotic total hysterectomy with bso,cystourethroscopy.). Essure was removed on (B)(6) 2021. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology and cytology uterus - cervix, bilateral fallopian tubes resection: uterus - cervix, bilateral fallopian tubes result: pre-op diagnosis: high grade squamous intraepithelial lesion displacement of intrauterine contraceptive device. Diagnosis: hysterectomy / bilateral salpingo-oophorectomy myometrium: leiomyomata (intramural / submucosal) cervix: extensive hsil (high grade squamous intraepithelial lesion) bilateral ovaries: cystic follicle / follicle cyst formation and reactive changes bilateral fallopian tubes: medical devices compatible with essure devices. Comment: no diagnostic invasive carcinoma was identified. No diagnostic dysplasia was identified at the margin of the specimen. Gross description: embedded in the proximal end of both fallopian tubes, is a 2.6 cm (left) and 1.4 cm (right) in length by 0.1 cm in diameter, coiled, metallic wire, consistent with essure device. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded (B)(4). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter and patient information,medical history,lab data,indication,drug start and stop date,non drug treatment ,event onset date addedevent medical devica removal updated to device embedded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("device embedded") in a 49 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma and uterine cervical lesion in 2021. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (robotic total hysterectomy with bso,cystourethroscopy.). The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology and cytology uterus - cervix, bilateral fallopian tubes resection: uterus - cervix, bilateral fallopian tubes result: pre-op diagnosis: high grade squamous intraepithelial lesion displacement of intrauterine contraceptive device. Diagnosis: hysterectomy / bilateral salpingo-oophorectomy myometrium: leiomyomata (intramural / submucosal) cervix: extensive hsil (high grade squamous intraepithelial lesion) bilateral ovaries: cystic follicle / follicle cyst formation and reactive changes bilateral fallopian tubes: medical devices compatible with essure devices. Comment: no diagnostic invasive carcinoma was identified. No diagnostic dysplasia was identified at the margin of the specimen. Gross description: embedded in the proximal end of both fallopian tubes, is a 2.6 cm (left) and 1.4 cm (right) in length by 0.1 cm in diameter, coiled, metallic wire, consistent with essure device. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded (B)(4). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.